Event description:
Filter penetrated the sheath and had to be deployed in the pt's right iliac vein. The hook of the filter is extravascular. Filter was not able to be retrieved. Another of the same filter was used to complete the procedure. Pt refused add'l treatment. Pt is in stable condition.

Manufacturer narrative:
(B)(4). The investigation is in progress.